Manufacturer narrative:
The cac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller ac adapter passed visual examination but failed functional testing due to an intermittent connection within one of the wires of the cable that provides dc power. As a result, the most likely root cause of the reported event can be attributed to wear on the device cable as a result of excessive bending. The usage pattern most likely contributed to the fraying or breaking of the cable wire. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller ac adapter (cac) had the green light illuminated on the "brick" of cac but was not providing power to the patients controller. The patient was brought in and the appropriate trouble shooting was performed by trying it on both power ports and different cacs. The cac was replaced. There was no impact to the patient.